Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, prime/a33 and excessive no delivery test however, received motor error alarm during occlusion test due to faulty fsr (gold). Motor passed the motor test. Pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant event leading to the alarm. The customer stated that the device was not exposed to strong magnetic field. The customer didn't received an e70 alarm. The customer was able to clear the alarm. The customer does not use the sensor feature on the pump. Customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.